Event description:
Customer reported that pump screen was dark and would not turn on. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. There was no reported adverse impact to the customer's blood glucose level.